Event description:
After inserting the steerable agilis sheath before going transseptal, the doctor noticed that the tip of the sheath looked defective while under fluoroscopy. When the device was removed from the sheath and the body, a small hole on the side of the sheath had a tear in it. A new one was used and worked fine. The patient did well.